Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a liver transplant procedure on (B)(6) 2019 and suture was used. The needle was separated from the thread when used on vessels. Another different device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: two sealed boxes of product were returned for analysis. The complaint sample was not received, and each box contains one dozen. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.